Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on up arrow and down arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test, rewind, basic occlusion, prime and compromised force sensor system test, excessive no delivery and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported via phone call that the insulin pump had keypad anomaly and motor error. The customer¿s blood glucose level was unknown. It reported that the buttons were sticky during upload. The time clock was advancing. Troubleshooting for motor error was declined. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.